Event description:
It was reported that the patient experienced multiple inappropriate therapies due to noise on the right ventricular lead (rv). The lead impedance had decreased and the threshold had increased. The lead was explanted and replaced. During explant lead damage was noted. The patient is recovering.

Manufacturer narrative:
A complete lead was returned in three pieces for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Unable to perform additional testing due to the condition of the lead body as received. Visual inspection of the lead found all damages consistent with that occurring at time of explant.